Event description:
Stelo glucose sensors have a 40-100+ higher reading difference in blood glucose readings then a finger prick. Even when waiting the 15 minutes as they suggest for more accurate readings. They state the sensors can differ up to 20% but these readings are between 40-60+% off (higher). These incorrect readings are misleading customers as to their actual glucose readings which could put peoples lives at risk. I have contacted customer support. My investigation has been pending with no further response. They are misleading the consumers and selling a product that does not perform as stated.